Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed twenty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "the hub of the PICC where the caps connect onto the pigtail was leaking."